Manufacturer narrative:
B5. Describe event or problem - correction - generator replacement was not included in initial MDR. D6b. Explant date - correction - explant date was not included in initial MDR. F10. Health effect - impact code - correction - code f1905 was not included in initial MDR. H6. Investigation findings - correction - code b17 was not included on initial MDR.

Event description:
Patient had a generator replacement. The explanted generator has not been received to date. No additional relevant information has been received.

Event description:
Patient continues to have daily seizures. Patient had a cluster of seizures and was taken to the hospital. Medication was increased and there was a concern of low vns battery. Battery status was observed to be 25-50%. No known surgery has occurred to date. No additional relevant information has been received.